Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a scheduled extraction procedure due to superior vena cava syndrome, the distal portion and tip of this right ventricular (rv) lead broke off while attempting to extract it. The helix remains embedded in the rv myocardium tissue as well as a portion of the lead body. The lead was partially explanted. No adverse patient effects were reported. It is not expected to receive this lead for analysis.

Event description:
It was reported that during a scheduled extraction procedure due to superior vena cava syndrome, the distal portion and tip of this right ventricular (rv) lead broke off while attempting to extract it. The helix remains embedded in the rv myocardium tissue as well as a portion of the lead body. The lead was partially explanted. No adverse patient effects were reported. It is not expected to receive this lead for analysis.